Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, oversensing was observed on the real time electrogram. The oversensing was determined to have been post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made and the patient was stable.